Event description:
A practitioner has reported a patient who experienced a dense central ulcer in their right eye associated with wear of freshlook colorblends lenses. Lens care system is unknown. The patient presented to the emergency room 36-48 hours after symptoms started and experienced severe pain. A pronounced anterior chamber reaction was noted. The ulcer cultured positive for pseudomonas aeruginosa. It was treated with topical antibiotics and is resolving, although vision at the 1 week follow-up visit was hand motions only at 1 foot. Prognosis guarded.